Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump¿s time was inaccurate, cause was unknown. Customer experienced an elevated blood glucose (bg) of 600 mg/dl with ketones present and became subsequently hospitalized. While at the hospital, the customer was treated with insulin drip and injections. The customer was released from the hospital on (B)(6) 2019 with no permanent damage sustained and the issue resolved.